Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to physical stress, a gap was created in the adhesive part of the lens, and the inside of the lens became dirty. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscope: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.

Event description:
As reported, during device return inspection for maintenance inspection, the device was found with a gap of adhesive on the distal end, stain entered inside the lens through the gap. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
Investigation is ongoing. This report will be supplemented accordingly following completion of investigations.